Manufacturer narrative:
Block h6: medical device code a0406 captures the reportable event of pancreatic stent kinked. Block h10: the returned advanix pancreatic stent was analyzed, and a visual evaluation noted that the stent was observed slightly bent. A microscope inspection was performed, the stent was observed under magnification and it was slightly bent. The naviflex rx pusher (delivery system) was not returned. No other problems with the device were noted. The reported event was confirmed. Based on the provided and collected information, the bent observed might be related to user manipulation while unpackaging the device and/or some technique applied while starting to insert the device trough the endoscope. Review and analysis of all available information indicated that the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the pancreatic duct performed on (B)(6) 2021. During the procedure, when the stent was tried to insert into the scope channel of the endoscope, it was noted that the stent was slightly kinked. The procedure was successfully completed with another different device model. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as "no patient injury".

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the panreatic duct performed on (B)(6) 2021. During the procedure, when the stent was tried to insert into the scope channel of the endoscope, it was noted that the stent was slightly kinked. The procedure was successfully completed with another different device model. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as "no patient injury".